Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, lot# n567220, product type: screening device. Product ID: 977d260, serial# (B)(6), product type: screening device. (B)(4).

Event description:
It was reported that the patient had the trial for the device on (B)(6), 2015 with the leads removed on (B)(6), 2015 which were disposed of. There was no suspicion of anything out of the ordinary at the time of the lead pull. The patient decided to move ahead with the permanent implantable device. It was noted that they had a successful trial but complained of some back pain that was described as "a little abnormal" from what they had. The patient described it as muscular in nature. They were seen in the office by their physician and sent for imaging. It was determined that they had an epidural abscess and the patient was sent to the hospital. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.